Event description:
It was reported that during a laparoscopic colon procedure, no function, did not fire at all, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Articulation gear teeth. Eval summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The device was tested for functionality with a test reload on the right, center and left articulated positions; when fire to the right, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected a (B)(6). Event could not be confirmed as no cartridge reload was returned for analysis. A batch record review was performed and no anomalies were found during the mfg process.